Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow blocked event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The patient went to emergency room and got hospitalized. The duration of hospitalization was more than 24 hours. The blood glucose level was 254 mg/dl and got treated with manual injection other than insulin. Patient experienced the symptoms of tiredness and weakness and other yellow spots on the eyes. No further information available.